Event description:
It was initially reported that the physician's handheld was giving an error message that stated there was a memory error and a hard reset needed to be performed. A hard reset was performed and the issue resolved. The physician also reported that the handheld would not remain on once unplugged from the wall and does not seem to hold a charge. The handheld belonged to a previous physician. The handheld has been stored in normal office temperature. The handheld and the flashcard were returned to the manufacturer for evaluation. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. Also during the analysis it was identified that the display had some dead pixels. The dead pixels had no functional impact on the handheld performance. No other anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure was found, but did not cause or contribute to a death or serious injury.